Event description:
It was reported that, shapematch guides were used and bone resection was not as much as the planned thickness. Additional instrumentation was used.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.